Event description:
It was reported by the customer's mother that the device appeared to be leaking insulin. Customer stated that they had filled the reservoir with one hundred units of insulin and within two minutes it had gone down to twenty units. When the customer removed the reservoir, she reported there being a hissing sound of pressure. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing and device did not alarm. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.